Event description:
It was reported that after the pt's device was implanted, it hurt her continually for 2 weeks. The lead wire was implanted inside the lining of the nerve. The pt's device was replaced. It took the pt a while to get over the surgery, but she is doing okay now.